Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).

Event description:
During the index procedure, the patient had a 3.5 x 38 mm resolute integrity rapid exchange (rx) drug-eluting stent implanted in the proximal rca. A dissection is reported to have occurred during the procedure. Three stents were implanted in the proximal rca to treat the dissection. No other clinical sequelae were reported.